Manufacturer narrative:
Resmed has requested for the device to be returned so that an engineering investigation could be performed. The device has not been returned, therefore resmed is unable to confirm the alleged malfunction at this time. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device alarmed then shut off during ventilation. The patient required manual ventilation. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs confirmed the reported total power failure with no prior warning alarms and revealed a battery charger fault (sf180). The battery was replaced to address the issue. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the root cause was an isolated component failure in the device battery assembly. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device alarmed then shut off during ventilation. The patient required manual ventilation. There was no patient harm or serious injury reported as a result of this incident.